Event description:
It was reported that an asymptomatic patient presented in clinic with a device that was getting an error message multiple times with different programmers during an attempted interrogation. A corrupted egm was suspected. After clearing the corrupted egm, interrogation was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.